Event description:
It was reported that the during preventative maintenance customer had sometime error 113 (reduced water temperature control). Per follow up information received via email on 01jul2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 09jul2024, it was reported that the circulation pump was weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance customer had sometime error 113 (reduced water temperature control). Per follow up information received via email on (B)(6) 2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 09jul2024, it was reported that the circulation pump was weak.

Manufacturer narrative:
The reported issue was confirmed. The root cause was identified is a weak circulation pump. The device was evaluated upon receipt. The circulation pump was weak. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.